Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 10 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the lvad system produced alarms to alert the patient to a power cable issue. The patient exchanged the system controller and there were no further alarms. The patient connected and disconnected the percutaneous lead (driveline) on the primary system controller more than once while changing to the backup system controller. No additional information was provided. The patient was asymptomatic.